Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had an air leakage after intubation was sealed by gas injection. Replacement was done with the used of new double-lumen bronchial intubation.